Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the batteries "exploded" and caused the aviva meter to be melted and damaged. The meter showed signs of melting and burning. No adverse event reported. The device serial number was not provided. The blood glucose monitor was discarded; therefore, no product could be requested to be returned for product evaluation.